Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal fentanyl 5000 mcg/ml at 240.1 mcg/day and bupivacaine 28.7 mg/ml at 1.378 mg/day. The indications for use were non-malignant pain and cervical radiculopathy. It was reported the pump had an erroneous motor stall and did not recover. Logs were read, and the logs stated ¿stopped pump period may exceed tube set.¿ logs showed that the motor stall occurred on (B)(6) 2016 at 02:09, and the ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2016 at 02:09. The patient reported withdrawal symptoms such as nausea, vomiting, cold sweats, and hot chills. The patient was given supplemental medication. The pump was replaced on (B)(6) 2016. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.